Event description:
It was reported that there was an unspecified product experience while using slimline sis 200 micron reusable fiber. After the fiber was analyzed, it was found that the tip was broken. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber connector was bright and round, the aiming beam was bright and distorted, likely due to the fiber tip break. The did not specify the allegation against the product, but the analysis made, found that the tip of fiber was broken confirming the complaint. It is possible that the breakage occurred due to procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break and that could lead to the distorted aim beam. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.